Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/11/2017 with the following findings: a review of the black box did not show any evidence of power interruptions; one expected reboot was observed following a call service 087 alarm on (B)(6) 2016. The battery cap was not returned with investigation; a test cap was used to complete testing. The test cap was able to fit securely and the pump powered on normally. The pump successfully completed rewind, load, and prime steps and was exercised for 24 hours with no power issues occurring. The pump cover was removed and no defects were found to the power circuit. The complaint of a no power issue could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked.